Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cuff of the device tore upon insertion of the tube. Patient outcome was asked but unknown.